Event description:
The manufacturer received information alleging patient noticed a foul odor, visualized dark particles and the filter was black in color; patient experiencing sore throat and nasal, sinus congestion; headaches, dizziness, difficulty breathing, shortness of breath, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices.the manufacturer previously received information alleging patient noticed a foul odor, visualized dark particles and the filter was black in color; patient experiencing sore throat and nasal, sinus congestion; headaches, dizziness, difficulty breathing, shortness of breath, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During observed manufacturer's product investigation observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert, water tank, flip lid assembly, humidifier bottom enclosure, flip lid seal, lifting tray, dry box seal, humidifier rear panel. Missing accessory module flip door. Pil technician observed no odor coming from the device. Unknown contaminate was observed inside the ui panel. An insect was observed in the airpath of the blower box. Discoloration was observed on the flip lid seal and dry box seal. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. The manufacturer concludes there was evidence of contamination dust contamination and there was no evidence of sound abatement foam degradation. Section d8, d9and h6 has been updated in this report.